Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The insulin pump was unable to prime during the prime test due to the loose drive support disk. However, the motor was tested outside of the device and it passed.

Event description:
The customer reported a motor error alarm during the rewind and manual prime. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the prime and displacement tests. Advised the customer that the insulin pump would be replaced due to the insulin pump alarming multiple times. Nothing further was reported.